Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor. The system operates as intended.

Event description:
The customer reported that during angiography, the system would not work. The field engineer reported that the images produced were gray and unusable. There is no report of injury or death associated with the event described in this complaint.